Manufacturer narrative:
The reported issue of finding recorded during pm, 800.8000 errors occurring on the same day in the months of march and april of the year 2018 could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. It was reported that there was no patient involvement and the errors found during the preventative maintenance process; however it is suspected the systems in question, at the time of the error events, were intended for patient treatment use. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer reported in a conversation about another event that there were a large number of 800.8000 errors that occurred on the same day, it was in march or april of 2018. Biomed noticed the errors when conducting pm of devices. There was no patient involvement.